Manufacturer narrative:
Technical eval: there was a 45 degree bend in the separator wire 79 cm from the proximal end of the device. Twelve (12 cm) beyond this point was a 30 degree bend. The distal tip is bent so that the wire tip hooks backwards towards the proximal end. Conclusion: the incident could not be confirmed as reported. The shape seen in the wire tip is consistent with having used the separator vigorously against a tenacious clot or inserting the separator carelessly into the reperfusion catheter. The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009. A review of the device history record (DHR) was completed on (B)(4) (lot # l14346). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The lot has passed all dimensional requirements per spec. In addition, all destructive testing was completed per required process monitoring requirements and results met spec. The parts released in this lot met process requirement.

Event description:
The penumbra system separator was broken in the packaging. This MDR is associated with MDR 3005168196-2010-00114.